Event description:
In 2005 a pt (age and gender unk) underwent a therapeutic tracheal stent implantation for treatment. In about 2 months later a fracture of the tracheal stent was identified. The fractured stent was removed and a new stent was implanted. Attempts to obtain additional info have not been successful prior to submission of this report to the FDA. The complaint has indicated that the device is not available to be returned for eval; therefore, a failure analysis will not be available, and co are not able to determine if the device met specification.